Event description:
It was reported that the right ventricular lead exhibited noise. The patient was not dependent. The physician would not be making any programming changes and would continue to monitor the patient. The patient had not been symptomatic.